Event description:
This lead was explanted due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this fill will be updated.